Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the ins was no longer working. The patient put new batteries in the programmer, but the ins would not turn on anymore. The patient said it started about 2 days ago when they tried to turn it on and couldn¿t. The patient said it might have been longer than 2 days ago. The patient was directed to follow up with a healthcare provider (hcp). No symptoms or further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the battery depleted due to normal battery depletion. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Event date was updated according to new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the ins was getting weak and stopped working after 15 years. The patient reported they were getting a new ins. No further complications were reported.